Event description:
The customer reported that she was hospitalized due to high blood glucose level. The customer's blood glucose level was 500 mg/dl. The patient did not contact the health cre provider for high blood glucose and stated that they don't have back up plan. The customer was treated with insulin drip. The patient was admitted at lutheran hospital and the cause of emergency room visit was diabetic ketoacidosis. The patient was not in accident and wearing the insulin pump at the time of emergency room visit. The customer was advised to disconnect to the insulin pump. The troubleshooting was performed. The customer was advised that the insulin pump was working as designed.

Manufacturer narrative:
Currently, is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).